Manufacturer narrative:
Device evaluation summary ¿ a portion of the catheter was returned. The catheter was returned incomplete and returned in segments. The analysis of the returned segments found ¿no significant anomaly ¿ acceptable catheter testing¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010-, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving compounded baclofen (100 mcg/ml at 39.97 mcg/day; lot number unknown), clonidine (400 mcg/ml at 159.9 mcg/day), bupivacaine (30 mg/ml at 11.992 mg/day), and hydromorphone (5 mg/ml at 1.9987 mg/day) via an implanted pump. The indication for pump use was malignant pain. On (B)(6) 2016, the patient reported unspecified withdrawal symptoms. On (B)(6) 2016, the patient reported increased pain/loss of pain relief, chills, itching, loss of feeling in her lower extremities, and unspecified withdrawal symptoms with temporary relief with ptm (personal therapy manager) activations. Device interrogation on that date found eri (elective replacement indicator) was 10 months, so the patient was scheduled for a pump replacement. During the pump replacement procedure on (B)(6) 2016, an inflammatory mass and a catheter migration/dislodgement were observed. A new catheter was implanted; the existing catheter was tied off. The event outcome was noted as resolved without sequelae (B)(6) 2016. It was noted that the event was related to the device or therapy, not related to the implant procedure, and possibly related to the intrathecal medications hydromorphone, bupivacaine, clonidine, and baclofen. The drug action that caused the event was noted as no change in drug. The event resulted in an unscheduled clinic or office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.